Manufacturer narrative:
Date of event, lot number and UDI section, are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer squeezed the breathing bag a couple of times, it tore. There was no patient injury. No additional information available for this complaint.

Manufacturer narrative:
H10 device evaluation: one (1) sample was returned without its original packaging, in used condition, and decontaminated. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The product is torn apart near the connector confirming the customer complaint. Functional testing was not performed as the complaint does not allege a problem with how the device functioned. A root cause could not be determined, and it's concluded that the damage occurred after the product left the manufacturing facility. A device history record (DHR) review could not be performed as the lot number for the device is unknown. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.